Event description:
Device #1 issue: suture detached at link connection. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, after retracting the needle plunger, the suture was noticed to be detached at the link connection. The device was removed and a second and third proglide devices were used with the same results. Hemostasis was achieved using a fourth proglide device. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B) (6). (B) (6). Device #2 and #3: part #12673-03, lot #87041-6h indicated are being filed under separate medwatch MFR numbers. The device was received. Investigation is not completed.